Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Field service found a burned r100 component on the main electronics board, part number 8-35003665-01. The board was replaced to resolve the issue. The accelerator aps operations manual and the centrifuge operations manual were reviewed. Troubleshooting and safety information is provided. Customer complaint data was reviewed and an increase in failures for the main electronics board, part 8-35003665-01 and part 8-206623-01, triggered an alert which suggests an adverse trend. Based on this information, a product deficiency was identified and further investigation is being performed. A follow-up report will be submitted at the completion of the investigation. Suspect medical device; concomitant hettich 5680 main electronics board; part # 8-35003665-01.

Event description:
A field service representative noticed evidence of scorching on a board from the aps centrifuge module that was replaced. There was no injury or exposure to the operator reported.

Manufacturer narrative:
A product deficiency was identified due to an increase in complaints for failures of the r100 component of the main electronics board (parts (B)(4). The supplier, inpeco, determined that the issue is from the r100 component of the hettich centrifuge board which was too small to withstand a current spike. Hettich released an enhanced main board revision 06 with a different r100 resistor. It is considered acceptable to continue using the automation system because the issue does not impact operator nor patient safety. The accelerator aps operations manual and the centrifuge operations manual were reviewed and show that troubleshooting and safety information is provided. There have been no reported injuries for this issue. If the electrical components of the main electronics board fail, it will shut down the centrifuge module. If the centrifuge shuts down, the operator will receive an error message. The frequency of this hazard was assessed and it was determined that though there was a trend in complaints, the overall frequency of low had not changed from the predicted frequency as outlined in the risk management file.

Manufacturer narrative:
Through evaluation it was discovered the customer had cycled power to the centrifuge but was unaware of the necessity to wait 10 seconds before turning the power back on. A burning smell was noted after reapplying the power. A return of the board was not necessary to evaluate the issue as a photo of the board was provided by the customer and showed the scorching on the component; no other damage was evident. A review of tickets for hettich 5680 main electronics board, did not identify any other tickets that noted burning/charring of the board. No adverse trend was identified for tickets with board replacements. The cause of the issue was likely due to the failure to wait the required 10 seconds before restoring power. Current labeling provides troubleshooting assistance, including the procedure to perform a mains reset for cycling power. No product deficiency was identified.